Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The patient was doing well post operatively. The explanted ipg was not returned as there was nothing wrong with the ipg.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.